Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the setscrew could not be turned. The physician tried three different wrenches; however, it was not possible to rotate the setscrew. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated foreign material on set screw, a set screw with a rounded socket, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.